Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the outback elite tip almost broke off but it was still intact. The physician going to bring the patient back to complete the chronic total occlusion (cto) procedure at a later date. There were no patient injuries. The product is available for analysis.

Manufacturer narrative:
It was reported that the outback elite tip almost broke off but it was still intact. The physician going to bring the patient back to complete the chronic total occlusion (cto) procedure at a later date. There were no patient injuries. One non-sterile outback elite 120cm re-entry was received coiled inside a plastic bag. The cannula was received not deployed. Body was fractured at 2.5cm from the distal end. No other damages were noted on the device. Functional test was not performed due to the condition in which the unit was received. The unit was sent to sem analysis in order to analyze the potential cause of fracture. Results showed that the broken outer body presented evidence of a plastic deformation that results in elongations. This can suggest an application of stress that exceeds the material yield strength or a tensile overload. This was confirmed on the analyzed broken wire which showed ductile dimples condition at the rupture point. No other anomalies found during sem analysis. A review of the manufacturing documentation associated with lot 17444021 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported by the customer as ¿catheter (body/shaft)-cto catheter fractured¿ was confirmed due to the condition in which the unit was received. The exact cause of the event could not be determined during the analysis. However, procedural factors, such as elongations and ductile dimples, may have contributed to the reported events. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the device history record review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.